Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient woke up with blurry vision in the right eye one month post lasik. The patient was referred out for a cataract evaluation. Additional information requested.

Manufacturer narrative:
Based on additional information, the reported event no longer meets reporting guidelines. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received states the patient's reported blurry vision was not related to lasik treatment. The patient was referred out and released from care for treatment.